Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatrics patient's cgm was showing the word "low" followed by brief sensor issue. The patient's grandmother was with the patient during this time and based on the cgm display, she treated the patient with juice. After treatment, the grandmother checked the patient's bg with a meter and it was 563 mg/dl while the cgm was still showing "low". The patient had a stomach ache, was vomiting and was agitated. The patient's grandmother treated the patient with insulin from the patient's insulin pump based on the bg reading and reported that it was not helping. The patient's mother drove the patient to the hospital. At the emergency room, the patient's was confirmed to be over 700 mg/dl via a bg meter reading. She was treated with IV bag of fluids for hydration. The patient's bg normalized to 96 mg/dl that same evening and the patient left the ER. At the time of the event, the patient was in normal condition. Data was evaluated and the allegation was confirmed on 12/17/2024. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on 12/16/2024. The data investigation found a difference in values that fall within the b zone of the parkes error grid for 12/17/2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.